Manufacturer narrative:
Correction : section h6: the correct result and conclusion codes are added to this report.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced uncomfortable stimulation, as a result, scs system was explanted to address the issue.